Event description:
The following has been reported: "error 22-0008". Fault was diagnosted in faulty force sensor. Force sensor was changed to new one. Quality control performed after repair. Device is [functional] and safe." Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(4)) was not returned to our laboratory for analysis, and neither was the suspect defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. In addition, it is known that the device was put back in service by replacing the force sensor. Based on available information, the root cause of the reported issue could be linked to a defective force sensor. However, since the device was not returned, the root cause remained unknown (not returned). An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.